Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported loose exchange sheath connection could not be confirmed. During functional analysis of the returned device it was found that the vessel locator wings were bent. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other incidents for loose exchange sheath connection reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se with a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, after connecting the starclose se sheath with the side arm slot and the click was heard, the physician attempted to depress the plunger to start the splitting of the sheath. While depressing the plunger connection of the sheath and the starclose se clip applier was found disconnected. The device was pulled back to attempt re-connection of the clip applier to the sheath, but connection was not possible. The starclose se device was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The starclose se device was deployed in a mildly calcified common femoral artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.